Event description:
Customer reports to have experienced keypad anomaly. Customer states that act and esc buttons were unresponsive. Customer's blood glucose was 89 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened down arrow button dome switch. The device had cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.